Event description:
Doctor reported that the implant was removed due to peri-implantitis and also doctor reported the implant relocated into the sinus. Doctor performed a bone graft and would place other implant in 7-8 months.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. UDI not applicable. PMA/510(k) number: k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Damage and signs of use identified from implant removal process and dried blood and bone identified on implant body. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The reported device was measured and was verified to match specifications where measured. A pre-existing condition noted on the per was low bone density (type IV). The reported device was located on tooth 24 fdi and was used/implanted for approximately 9 years 4 months. Pictures or x-ray images were not provided by the customer. The site was grafted after removal of the implant. Peri-implantitis is an infectious disease that causes inflammation of the gum and the bone structure around a dental implant. Chronic inflammation causes bone loss, which can lead to implant failure thus its removal. Investigations performed for hundreds of events where either of these conditions, infection or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Those include, medical conditions (e.g., diabetes, bruxism, etc.), patient habits (e.g., smoking, bad oral hygiene routine) and user error (e.g., surgical technique). There has not been any instance where either infection and/or bone loss, and when right conditions prevail and led to peri-implantitis whether reported or not along with the other two, have resulted from a manufacturing or design defect. Furthermore, the probability of manufacturing or design defects that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. The analysis and result of investigations and the analysis of probability previously described are contained in the summary investigation reports performed for bone loss and infection, which are attached. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A complaint history review was performed for the reported lot number for similar events and found no related complaints. Complaint category keyword(s):'peri-implantitis' and 'sinus'. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information, device malfunction did not occur during evaluation of the returned device and the reported events were non-verifiable as no objective evidence was provided towards the reported events and the medical conditions are non-verifiable. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique.